Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particle in the fill channel and yellow particle inside the device. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening in the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d6a, d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.